Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received any samples for investigation. The reported temperature and duration of the event did not exceed the allowable limits for this product. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: other(temperature storage before use) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin) - amber, an unspecified number of microtainers were stored at an incorrect temperature. There was no health impact or consequences reported.